Event description:
A caller reported encountering an error, labeled cgm error 42, with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to perform a pump reset and guided them through the process. Following the pump reset, the error code did not reappear, and the caller successfully initiated their sensor session.